Event description:
It was reported that there was no power light when the transmitter was turned on and the transmitter power adapter prongs were found to be burnt on the inside. The transmitter with power adapter was replaced. There were no patient consequences.